Manufacturer narrative:
The manufacturer previously reported the ventilator's active exhalation control module was replaced to address a malfunction. The active exhalation control module was not replaced. The estimate was rejected and the device scrapped per the customer request.

Manufacturer narrative:
Device has been repaired but not returned to the customer, pending customer approval of estimate.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.